Event description:
A surgeon reported that during the making of the primary incision, the knife "dimpened" the cornea without making the incision. Add'l info provided indicated the incision was completed using the same knife. There was no pt harm.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).